Event description:
Customer called to report a bowl leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant: same as reporter. Customer reported a centrifuge bowl leak during treatment. Issue started on 1213 ml wb, and target was 1300 ml; an alarm "system pressure" was heard at this time, followed by a noise, and then the blood leaked in the centrifuge chamber. Customer requested service to repair the instrument. Treatment was stopped and only the blood contained in the treatment bag was returned to the pt. Service order (B)(4) was created for the inspection of the instrument. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot b111 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and 6 additional complaints for centrifuge blood leak were reported to date for this lot. No trends detected. The assessment is based on information available at the time or the investigation. No product return was received by the customer for investigation. Investigation is still ongoing as result of service order is pending. The root cause for this complaint cannot be determine based solely on the information provided by the customer.